Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium adaptor was loose and easily became disconnected from the patient adapter of the transfer set when the customer was changing the transfer set. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Connection test and dimensional inspection were performed with no issues noted. The reportd condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.